Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer performed three cold restarts, after which the system resumed x-ray functionality, and the procedure was completed. The philips field service engineer (fse) visited the site and confirmed that the system was unable to boot up while a patient was on the table, preventing exposure. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the suite pc hard drive bay was not functioning or powering up. To resolve the issue, fse replaced the disk bays, rechecked proper operation, completed backups, verified database and confirmed settings. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.